Event description:
The following has been reported: nurse reported: blood tubing cassette malfunctioned and leaked into the IV pump. Do not have the lot# for the item in question, and that is the only report. Customer reported there was no patient harm and no sample. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.